Event description:
It was reported via an article published the journal of urology that between 2011 and 2022 a retrospective analysis based on the pearl diver mariner data base. The multivariable analysis was performed to evaluate and compare the need for surgical retreatment after different benign prostatic hyperplasia (bph) surgeries. The study identified patients and outcomes using specific international classification of diseases (ICD) and current procedural terminology (cpt) codes. Data on the number and type of bph surgeries, surgical retreatment rates, and time to retreatment were analyzed using r-based software. 274,808 patients who underwent bph surgery. The overall surgical retreatment rate was 9.4%, with rates varying by surgical technique from 2.9% (open simple prostatectomy, osp) to 19.0% (prostatic artery embolization, pae). Most retreatments (85.5%) occurred within 5 years, with time to reoperation ranging from 9.4 months (pae) to 46.7 months (osp). Techniques like transurethral incision of the prostate (tuip), photoselective vaporization of the prostate (pvp), prostatic urethral lift (pul), rezum, and pae were associated with a higher likelihood of retreatment compared to transurethral resection of the prostate (turp). Holmium laser enucleation of the prostate (holep) and thulium laser enucleation of the prostate (thulep) had a lower probability of retreatment than turp, while osp and laparoscopic simple prostatectomy/robotic-assisted simple prostatectomy (lsp/rasp) did not show significant differences compared to holep/thulep. Less than 10% of patients undergoing bph surgery require surgical retreatment, mostly within 5 years. This reported capture the patients that were treated with rezum delivery device.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Related reports (B)(4). Blockb3: the exact date of the event is unknown. The provided event date, (B)(6) 2024, was chosen as the best estimate based on the date that the article was published, (B)(6) 2024. Block g2. Literature manfredi c, licari l, ditonno f, franco a, bologna e, sturgis m, et al. Mp62-11 benign prostatic hyperplasia surgical retreatment: a retrospective cohort analysis of a nationwide database. Journal of urology 2024 may 1;211(5s) e1025. Available from https://doi.org/10.1097/01.ju.0001008904.63948.3b.11.

Event description:
It was reported via an article published the journal of urology that between 2011 and 2022 a retrospective analysis based on the pearl diver mariner data base. The multivariable analysis was performed to evaluate and compare the need for surgical retreatment after different benign prostatic hyperplasia (bph) surgeries. The study identified patients and outcomes using specific international classification of diseases (ICD) and current procedural terminology (cpt) codes. Data on the number and type of bph surgeries, surgical retreatment rates, and time to retreatment were analyzed using r-based software. 274,808 patients who underwent bph surgery. The overall surgical retreatment rate was 9.4%, with rates varying by surgical technique from 2.9% (open simple prostatectomy, osp) to 19.0% (prostatic artery embolization, pae). Most retreatments (85.5%) occurred within 5 years, with time to reoperation ranging from 9.4 months (pae) to 46.7 months (osp). Techniques like transurethral incision of the prostate (tuip), photoselective vaporization of the prostate (pvp), prostatic urethral lift (pul), rezum, and pae were associated with a higher likelihood of retreatment compared to transurethral resection of the prostate (turp). Holmium laser enucleation of the prostate (holep) and thulium laser enucleation of the prostate (thulep) had a lower probability of retreatment than turp, while osp and laparoscopic simple prostatectomy/robotic-assisted simple prostatectomy (lsp/rasp) did not show significant differences compared to holep/thulep. Less than 10% of patients undergoing bph surgery require surgical retreatment, mostly within 5 years. This reported capture the patients that were treated with rezum delivery device.

Manufacturer narrative:
The device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of the device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instruction for use. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 05/01/2024, was chosen as the best estimate based on the date that the article was published, 05/01/2024. Block g2. Literature. Manfredi c, licari l, ditonno f, franco a, bologna e, sturgis m, et al. Mp62-11 benign prostatic hyperplasia surgical retreatment: a retrospective cohort analysis of a nationwide database. Journal of urology 2024 may 1;211(5s) e1025. Available from https://doi.org/10.1097/01.ju.0001008904.63948.3b.11.